Event description:
Clinic notes dated (B)(6) 2014 note that the device is showing high impedance. It was noted that the device was programmed off on (B)(6) 2014 after observing the high impedance. X-rays were performed and did not show a lead fracture or disconnection with the vns system. It was noted that the patient will be observed over a few weeks to decide if device replacement is needed. Clinic notes dated (B)(6) 2014 note that high impedance was observed and that the patient denies falls or trauma to the vns lead area. The notes indicate that the vns was programmed off and that the patient likely needs lead and generator replacement. Further follow-up with the surgeon revealed that the patient's surgery is not currently planned. No surgical intervention has been performed to date.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted generator and lead were returned to the manufacturer for analysis. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Monitoring of the generator output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the returned lead portion is currently underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product information was obtained. Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted devices have not been returned to date.

Manufacturer narrative:
Date of this report; corrected data: additional information indicates that the aware date on the initial MDR should have been (B)(6) 2014. Date received by manufacturer; corrected data: additional information indicates that the aware date on the initial MDR should have been (B)(6) 2014.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the lead was completed on 08/05/2014. A break was identified in the positive and the negative lead coils. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Appearance of the mating end of the positive coil suggests a stress-induced fracture has occurred on at least two strands of the quadfilar coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred on at least two strands of the quadfilar coil at the mating end. The broken end of the negative coil suggests a stress induced fracture occurred in at least two strands. However, due to metal dissolution, mechanical distortion (smoothed surfaces) and or surface contamination the fracture mechanism of other strands cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.